Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported an internal error codes present, 46223, 46221, and had an error 411010 occur. No patient involvement reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lens, a damaged ac connector and the dso seal was coming off. The tamper seal was missing. During functional testing, the device was visually inspected, and no test was executed as device could not not be switched on due to error 41100 that appeared on the screen immediately after the device was turned on. The reported issue was duplicated due to unknown caused. As a result, the pwa was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously, related to the customer stated problem.